Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2008: [missing records: CT abdomen/pelvis showing ¿fascial dehiscence with some bowel herniated through the fascial defect and dilated loops of colon and fluid-filled loops of dilated colon¿ was not provided.] On (B)(6) 2008: (B)(6) medical center. (B)(6) , md. Operative report. Preoperative diagnosis: postoperative anterior abdominal wall abscess. Abdominal fascial dehiscence. Postoperative diagnosis: postoperative anterior abdominal wall abscess. Abdominal fascial dehiscence. Operation: incision and drainage of anterior abdominal wall abscess. Closure of fascial dehiscence. Anesthesia: general endotracheal anesthesia. Estimated blood loss: less than 50 ml. Brief history: the patient is a 24-year-old black female who had an emergency cesarean section back on the (B)(6) 2008 for eclampsia. She, however, presented to the emergency room 4 days after discharge with abdominal pain, constipation, fever and leukocytosis. CT scan of the abdomen and pelvis showed what appeared to be a fascial dehiscence with some bowel herniated through the fascial defect and dilated loops of colon and fluid-filled loops of dilated colon. She, however, had some purulent drainage from the wound and was taken to the operating room for incision and drainage of an anterior abdominal wall abscess and closure of the fascial defect. Procedure in detail: ¿after appropriate consent had been obtained, the patient was taken to the operating room and placed supine on the operating table. After appropriate monitoring leads and IV sedation and been administered, the patient was intubated and placed under general anesthesia. The midline abdominal incision was opened up and this was continued all the way down towards the abdominal fascia. There was an obvious large abscess cavity within the subcutaneous tissues with drainage of thick foul-smelling yellowish purulent material. Loculations within the abscess cavity were broken down. Dissection was then continued down to the underlying fascia. There was obvious defect of the anterior abdominal wall fascia which appeared to be herniated omentum. Adhesions of omentum to the fascia were both bluntly and sharply taken down. The fascial sutures which were #1 pds used to close the abdominal fascia were cut and the fascial incision was then opened up. Adhesions of the omentum to the pelvis and also to the anterior abdominal wall were sharply taken down. Next, after it was determined there was no obvious intra-abdominal source for the abscess, the fascial wound was subsequently closed using multiple interrupted #1 vicryl sutures. Of note was that the patient had little or no fascia present. Most of what was used to close the defect was mainly scar tissue and indurated fat. The wound was left open, thoroughly irrigated and subsequently packed using sterile kerlix rolls. Overlying dressings were then placed. An abdominal binder was placed around the abdomen and over the dressing. The patient was subsequently awakened from anesthesia, extubated and transferred to the recovery room in stable condition.¿ on (B)(6) 2009: (B)(6) . (B)(6) , md. Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Name of operation: incisional hernia repair with dual mesh. Assistant: henry a. Kirk, md. Brief history: this is a 25-year-old, obese, black female with an incisional hernia in the superior aspect of her lower midline incision. She had a c-section last year and was referred to us by dr. Petilos. Informed consent: I have discussed risks, benefits, side effects and reasonable alternatives, including possible results of not receiving treatment, potential problems related to recuperation and the likelihood of achieving goals with the patient/caregivers. Informed consent was obtained. Description of operation: ¿the patient was placed in the supine position. The abdomen was prepped and draped in the usual manner. The lower midline incision was made. The hernia defect was found. The redundant hernia sac was excised. The fascia was identified and the underlying adhesions were freed. The gore dual mesh patch was cut to overlap the fascial defect edges approximately 3 cm circumferentially. We placed #1 prolene circumferentially using separate stab incisions outside the fascial edge on the skin and used the suture passer to pass these sutures to tack the mesh to the posterior rectus abdominal wall. These were all secured and they seem to have snug fit to the abdominal wall. Once secured, the fascia was closed over the mesh with a running #1 prolene suture. The subcutaneous tissue was approximated with a running 3-0 vicryl. The skin was closed with a staple gun. The puncture sites were closed with dermabond and sterile dressing was applied. The sponge, needle, and instrument counts were correct at the completion of the procedure.¿ on (B)(6) 2009: (B)(6) . (B)(6) , md. Postoperative progress note. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: same. Procedures incisional hernia repair with (dual) mesh. Anesthesia: general. On (B)(6) 2009: (B)(6) . Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 06231742. W.l. Gore & associates. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/06231742) was implanted during the procedure. On (B)(6) 2011: [missing records: CT scan showing ¿hernia in the midline¿ was not provided.] On (B)(6) 2011: (B)(6) . (B)(6) , md. Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Name of operation: repair of recurrent incisional hernia primarily. Anesthesia: general endotracheal anesthesia. Complications: 2-3 cm abscess surrounding the old gore-tex dual mesh. Unable to place new mesh secondary to this. Specimen removed: dual mesh. Estimated blood loss: less than 5 cc. Antibiotic prophylaxis: vancomycin was given IV on call to operating room. Deep venous thrombosis prophylaxis: ted hose and sequential compression devices were used intraoperatively for deep venous thrombosis prophylaxis. Brief history: the patient is a 2 [sic]-year-old black female who presented with persistent mid abdominal and right lower quadrant abdominal pain from (B)(6) . She was admitted. CT scan showed her to have this hernia in the midline. She states she had prior hernia repair done approximately a year and a half ago. It appears that she had mesh placement at that time and has now recurrent of the hernia. We discussed with her proceeding to the operating room for exploration and repair of this recurrent incisional hernia. She understood the risks including bleeding, infection, bowel injury, possible need for placement of new mesh, as well as anesthetic risk. She desired to proceed. Informed consent: I have discussed risks, benefits, side effects and reasonable alternatives, including possible results of not receiving treatment, potential problems related to recuperation and the likelihood of achieving goals with the patient/caregivers. Informed consent was obtained. Description of procedure: ¿the patient was taken to the operating room. General endotracheal anesthesia was performed. The patient¿s abdomen was prepped and draped in normal sterile fashion. A lower midline incision was made from the umbilicus down to prior incisional hernia repair site. I transected through the subcutaneous tissues with electrocautery. I dissected down to the prior hernia repair with a dual mesh noted. There was an extensive amount of purulence around the mesh with approximately 20 cc of frank pus drained. We thoroughly irrigated the abdomen and the subcutaneous tissue in this area and suctioned it dry. We were able to move the dual mesh after cutting the prolene sutures holding it in place. There was a fairly large recurrent hernia on the right lateral aspect of this area. We were able to excise the hernia sac completely returning omental contents back into the abdominal cavity. We thoroughly irrigated this area of the abdomen, suctioned it dry again. Due to the recent mesh infection, we felt that placing new mesh was not indicated and therefore we just had to have primary closure with increased chance of recurrent hernia but much lower than the frank infection, which would certainly result with mesh placement at this time. There was no tension on the wound from closing it primarily therefore we felt that this would be adequate repair. We closed the incision with a loop pds. We thoroughly irrigated the subcutaneous tissue and reapproximated this loosely with staples. The patient tolerated the entire procedure well and was transferred to the post-anesthesia care unit (pacu) in stable condition. Sponge, needle, and lap count were reported correct at the end of the operation.¿ on (B)(6) 2011: [missing records: a pathology report detailing analysis of the device removed during the 02/23/11 procedure was not provided.] On (B)(6) 2011: [missing records: a culture report detailing analysis of the specimens collected during the 02/23/11 procedure was not provided.] On (B)(6) 2014: (B)(6) medical ctr. (B)(6) , md. History and physical. Presented 3 months post-cesarean section with wound infection. Came to emergency room with incision about half already opened up with pus draining from it. Very noncompliant type 2 diabetic. Past medical history: type 2 diabetes, uncontrolled. Past surgical history: cholecystectomy, hernia repairs. Medications: novolog. Abdomen: obese, soft. Area about 2 inches completely open with pus running out. Assessment: postoperative wound infection with uncontrolled diabetes. Plan: admit. Ancef, clindamycin. Consult wound care. Cultures of incision in emergency room. On (B)(6) 2014: (B)(6) pi regional medical center. Microbiology. Source: wound on abdomen. Gram stain: many wbc¿s. Few epithelial cells. Few gram positive cocci in pairs, chains, and clusters. Source: wound abdomen. Culture wound: many gram positive cocci in clusters. Staphylococcus aureus heavy growth. On (B)(6) 2014: (B)(6) medical ctr. (B)(6) , md. Radiology- CT abdomen/pelvis. Indication: abdominal pain with leakage from c-section scar. A focal fluid collection present in ventral abdominal wall in region of umbilicus which measures 2.7 x 4.9 cm and abuts the anterior margin of the peritoneum. Impression: focal fluid collection in region of umbilicus concerning for abscess collection. On (B)(6) 2014: (B)(6) medical ctr. (B)(6) , md. Operative report. Preoperative diagnoses: abdominal wall cellulitis with abscess. Mrsa [methicillin-resistant staphylococcus aureus] infection. Postoperative diagnoses: abdominal wall cellulitis with abscess. Mrsa [methicillin-resistant staphylococcus aureus] infection. Procedure: incision and drainage of abdominal wall abscess. Anesthesia: general via laryngeal mask anesthesia. Approximately 20 ml of 1 percent lidocaine with epinephrine mixed half and half with 0.25 percent marcaine was infiltrated into the abscess cavity and surrounding skin and subcutaneous tissues. Estimated blood loss: less than 20 ml. Findings: abscess within the periumbilical region extending all the way down to the deep subcutaneous tissues. There was a prolene stitch at the base of the abscess cavity, likely from a previous fascial closure. There was not much by way of purulence. Brief history: the patient is a 20-year-old african america female who had undergone a recent classical cesarean section via an upper midline incision back in 05/2014. She had developed a postoperative wound infection and had an open wound in the mid portion of the incision. However, the patient was admitted yesterday with redness, pain and purulent drainage from the periumbilical region. She was noted to have a cellulitis with associated abscess and was taken to the operating room today for an I and d. Procedure in detail: ¿after proper consent had been obtained, the patient was taken to the operating room and placed supine on the operating table. After appropriate monitoring leads had been placed and IV sedation had been administered, the patient was intubated and placed under laryngeal mask anesthesia. The abdomen was prepped and draped in the usual sterile fashion. She was already on scheduled IV antibiotics. Next, an incision was made directly over the area of fluctuance within the periumbilical region. This was deepened down to an abscess cavity. There was drainage of minimal amount of purulent material. Loculations within the wound were broken down bluntly. On the base of the wound, there was a single prolene stitch noted, which appeared to be a fascial suture. This was cut and removed. The wound cavity was then thoroughly irrigated. Excess fluid was suctioned out. Hemostasis was achieved using electrocautery to cauterize any obvious bleeders. No cultures were obtained, as the patient had previously grown out mrsa from the cultures from the draining abscess. The wound was subsequently packed with a calcium alginate with silver hydrofiber dressing. A separate wound above the upper abdomen was clean and granulating satisfactorily with minimal slough and was also dressed with a calcium alginate with silver hydrofiber dressing. Overlying gauze dressings were placed. At the completion of the procedure, the patient was then awakened from anesthesia, extubated, and transferred to the recovery room in stable condition.¿ on (B)(6) 2014: (B)(6) medical center. (B)(6) , md. Post procedure note. Pre-op diagnosis: abdominal wall cellulitis/ abscess secondary to mrsa infection. Post-op diagnosis: same. Findings: abscess with cellulitis, peirumbilical area. Specimens: nil. Complications: nil. On (B)(6) 2014: (B)(6) . (B)(6) , md. Discharge summary. Discharge diagnosis: postoperative wound infection. Hospital course: 3 months post c-section, presented with wound infection. Incision had pus draining from it. Has uncontrolled diabetes and has been very, very noncompliant, very obese. Admitted, started on ancef and clindamycin. Consult done to dr. Smith and general surgery and consult done to wound care. Taken to operating room where this was opened and drained. Diagnosed with abdominal wall cellulitis with abscess, mrsa infection, did have incision and drainage of abdominal wall abscess by dr. Adeleye. Continued on IV antibiotics. ??/??/??: [missing records: operative report for ¿possible mesh implantation¿ not provided.] On (B)(6) 2016: (B)(6) . Microbiology. Site: nasal swab. Culture mrsa. Moderate growth mrsa (methecillin [sic] resistant staphylococcus aureus) isolated. On (B)(6) 2016: (B)(6). (B)(6) , md; (B)(6) , md. Radiology-CT abdomen/pelvis. Three separate ventral wall hernias present. Most superior in the midline is seen containing only mesenteric fat. A second hernia defect noted at level of umbilicus containing mesenteric fat. A third ventral wall hernia present just inferior to umbilicus with loop of small bowel extending into hernia sac. No evidence of obstruction identified. Contrast noted extending into the colon hernia. On (B)(6) 2016: (B)(6) . (B)(6) , md. History and physical. Presented at womans clinic complaining of lower abdominal pelvic pain. CT scan revealed ventral hernia with incarcerated bowel. Admitted. Past medical history: diabetes, obesity. Past surgical history: cesarean section. Impression: hernia, possible incarcerated bowel. On (B)(6) 2016: (B)(6) . (B)(6) , md. Operative report. Preoperative diagnosis: incarcerated abdominal incisional hernias (multiple). Postoperative diagnosis: incarcerated abdominal incisional hernias (multiple). Procedure: laparoscopic abdominal incisional hernia repair with mesh (biologic mesh ¿ xenmatrix ab surgical graft 20 x 10 cm. Anesthesia: general endotracheal anesthesia. About 30 ml of 0.25 percent marcaine was infiltrated into the port site incision. Estimated blood loss: less than 100 ml. Findings: multiple abdominal incisional hernias. She did have a periumbilical hernia defect that measured about 2 cm. There were loops of bowel incarcerated within the hernia defect with adjacent loops of bowel densely adherent to a previously placed prosthetic mesh. There were other smaller defects superior and slightly lateral to the periumbilical defect. There were extensive omental adhesions and some bowel adhesions to the anterior abdominal wall. There appeared to be some areas of chronic small walled off abscesses involving areas of mesh and peritoneum. Specimens: hernia sac and mesh to pathology. Aerobic cultures of small walled off abscess cavity. Brief history: the patient is a 32 ¿year-old african american female who had multiple abdominal hernia repairs and multiple abdominal surgeries in the past. She was admitted 4 days ago with periumbilical pain. A cat scan of the abdomen and pelvis was suggestive of an incarcerated hernia repair with possible incarcerated loop of small bowel. She was taken to the operating room today for laparoscopic and possible open incisional hernia repair. Procedure in detail: ¿after proper consent had been obtained, the patient was taken to the operating room and placed supine on the operating table. After appropriate monitoring leads had been placed and IV sedation had been administered, she was intubated and placed under general anesthesia. She got a dose of preoperative IV antibiotics. Scds and foley catheter were placed. The patients abdomen was then prepped and draped in the usual sterile fashion. A supraumbilical incision was made. This incision was deepened down through the underlying subcutaneous tissues. There was an obvious supraumbilical defect noted. A 12 mm trocar was placed through the defect easily into the peritoneal cavity and insufflation was then achieved up to a pressure of 15 mmhg. Three additional 5 mm ports were placed on the right side along the anterior axillary line in the right upper quadrant, right lower quadrant, and right mid abdomen. The abdomen was briefly explored. There were extensive omental adhesions to the anterior abdominal wall, mainly along the midline, likely related to her prior surgery. There were some densely adherent loops of small bowel to the anterior abdominal wall in the infraumbilical region. Next, using the ligasure most of the omental adhesions were taken down both sharply and bluntly. The densely adherent loops of small bowel, however, to the anterior abdominal wall could not be taken down as these were pretty dense. At this point, I decided to make a small incision in the infraumbilical region of the abdomen, so as to take the bowel adhesions down. Insufflation was allowed to escape. The supraumbilical incision was extended down infraumbilically to about 304 cm below the umbilicus. The incision was deepened down through the underlying subcutaneous tissues. Dissection was continued down to the underlying hernia defect. With continued dissection mesh was encountered. It appeared that the bowel loops were densely adherent to mesh from a previous hernia repair. Using sharp and occasionally blunt dissection the bowel loops were tediously dissected off of the mesh. There were some areas where there appeared to be some walled off small abscesses involving the mesh and the peritoneum. Cultures were taken. At this point, I decided to excise the mesh, using again both sharp and blunt dissection after the bowel loops had been reduced. The mesh was excised. The resultant periumbilical defect measured about 4 cm in maximal extent. By palpating through the anterior abdominal wall there were additional smaller defects superiorly about 4 cm proximal to the umbilical defect. There was another defect slightly superiorly and laterally, which probably measured about 2 cm and again about 4 cm proximal to the periumbilical defect. At this point, I decided to proceed with a biologic mesh repair as I was concerned about the areas of purulent drainage adjacent to the old mesh. A 20 x 10 cm piece of xenmatrix ab surgical graft was brought into the field. This was hydrated briefly. Using multiple number 1 prolene sutures, the mesh was then tacked in an interrupted fashion to the fascia inferior to the defect. The rest of the mesh was then placed within the hernia defect. The anchoring sutures were tied. The fascial edges around the umbilical hernia defect were then closed over the mesh using interrupted number 1 prolene sutures. At this point, insufflation was reestablished. Using the sorbafix tacker, the mesh was then tacked to the anterior abdominal wall, wide of the defect and also superior and wide of the other supraumbilical defect. The tacks did not seem to anchor the mesh adequately to the peritoneum. Using a suture passer multiple number 1 prolene sutures were used to transfix the mesh to the anterior abdominal wall, more superiorly through stab incisions. After the mesh was felt to have been transfixed adequately additional tacks were placed so as to tack the mesh to the anterior abdominal wall circumferentially wide of the main periumbilical defect. The abdominal cavity was then irrigated. Excess fluid was suctioned out. All the ports were then removed under direct visualization and insufflation was allowed to escape. The lower midline abdominal incision was then closed in layers using interrupted 2-0 vicryl to reapproximate the subcutaneous tissues. Skin edges were then approximated using staples. The other port site incisions and stab incisions were closed using staples. Sterile dressings were then placed. At the completion of the procedure, the patient was then awakened from anesthesia, extubated, and transferred to the recovery area in stable condition.¿ on (B)(6) 2016: (B)(6) medical center. (B)(6) , md. Post procedure note. Pre-op diagnosis: incarcerated abdominal incisional hernia. Post-op diagnosis: same. Procedure: lap incisional hernia repair with biologic mesh. Estimated blood loss: <100 ml. Findings: 2 cm incisional hernia periumbilical area with adjacent mesh incarcerated loops of small bowel smaller defect superiorly. Specimens: mesh with hernia sac. Complications: nil. On (B)(6) 2016: (B)(6) medical center. Implant sticker. Xenmatrix¿ ab surgical graft. Location: abdominal wall. On (B)(6) 2016: (B)(6) . Microbiology. Source: wound. Site: infected mesh. Antibiotics at collection: on antibiotics. Final: culture wound: 04/27/16: many gram positive cocci in clusters. Gram stain: (B)(6) 2016: few wbcs. Rare gram positive cocci in pairs. Isolates and sensitivity results: staphylococcus aureus heavy growth. On (B)(6) 2016: [date received]. (B)(6) . (B)(6) , md. Pathology report. Date of procedure: (B)(6) 2016 [discrepancy]. Accession#: (B)(4). Specimen(s): hernia sac with mesh. Clinical history: ventral incisional hernia. Final diagnosis: ventral region, herniorrhaphy- hernia sac. Refractile material with foreign body giant cell reaction. No evidence of endometriosis, dysplasia, or malignancy. Microscopic description: slides designated hernia sac show a fibromuscular membrane, having an edge of adipose tissue and a central lining of flattened mesothelium, consistent with hernia sac. Portions of suture material are present at the edge, with a foreign body giant cell granuloma. There is no evidence of endometriosis, dysplasia, or malignancy. Gross description: the specimen is received in a formalin container labeled with the patients name and ID number designated as hernia sac with mesh. The specimen is a portion of tan fibrous tissue, with intermixed mesh and sutures, measuring 7.0 x 5x5 x 0.5 cm in greatest dimension. Cut sections reveal areas of fibroadipose tissue, without grossly obvious masses. A focal area having a smooth glistening surface, consistent with hernia sac, is noted. At one pole, the soft tissue is intermixed with areas of apparent mesh. No other masses are noted. Representative sections are submitted as follows: a1-possible hernia sac. A2- hernia sac with mesh. On (B)(6) 2016: (B)(6) . (B)(6) , md. Discharge summary. Brief present illness: presented to [sic] clinic complaining of lower abdominal pain, pelvic pain. CT scan showed ventral hernia with incarceration, not strangulation. Admitted. Past surgical history: multiple incision and debridements, cholecystectomy. Hospital course: did grow out staph aureus from her mesh that was cultured at time of surgery. Placed on vancomycin, did well. Prepared to be discharged home. Discharge diagnoses: ventral hernia recently repaired with staphylococcus growing from mesh. Diabetic gastroparesis. Plan: ciprofloxacin, humalog. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2009 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abscess, mesh removal and additional surgery. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 06231742. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.